Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip opened post-deployment, more than expected. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mitral regurgitation (mr) grade 4+ and a mitraclip procedure was performed. One mitraclip was implanted, reducing the mr to grade 1+. Reportedly, post deployment, the clip opened more than expected. There was no adverse patient effect. The mr reduction was noted as excellent, grade 1+, with an acceptable gradient, and no additional treatment was provided. The mr remained grade 1+ at discharge. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip open while establishing final arm angle (efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.